Event description:
A (B)(6) with severe mitral regurgitation, underwent diagnostic coronary angiogram via right arterial approach in the cardiac cath lab. Provider was unable to cannulate to the coronary artery due to a kink in the catheter. Two interventionalists intervened and both were unable to remove the catheter. Immediately escalated to the surgical team. Vascular surgery consult called immediately and the pt was taken to the operating room for right radial artery exploration. Thrombectomy and removal of foreign body with right basilic vein patch. No complications. On (B)(6) 2022 repeat cardiac cath, no complications. Discharged on (B)(6) 2022, hemodynamically stable, tolerating diet and ambulatory.